Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The end user stated that he has a commode and the seat keeps cracking. He states that he is only (B)(6) pounds. He stated that this is the third time that the seat has cracked. He stated that the seat is cracked in two places he stated that is cracked about 6 inches from front to back on the right side and cracked in the left front corner. Update from (B)(6) 2015 added by consumer affairs: no reported injuries.